Event description:
It was reported that loss of capture and failure to sense was observed on the right ventricular (rv) lead during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood and tissue. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual and x-ray examinations of the lead revealed no anomalies.